Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation the pulse generator exhibited intermittent loss of capture on the ventricular channel. The device will be reprogrammed and the patient would be monitored.